Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse replaced crm which was causing safety disk leak test to fail. Performed and passed all functional and safety tests to factory specifications. Cleared for clinical use. The maquet failure analysis and testing dept. (Fat) received the crm associated with this complaint. It was received with a reported failure of a safety disk leak test. The fat performed a visual inspection of crm and found the part to be in good condition. The fat installed part into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. The fat performed the safety disk leak test and passed successfully. The fat could not replicate the reported failure of the safety disk leak test. Retaining the parts in the failure analysis and testing dept. Per procedure.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.